Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 2 of 4 on the home choice (hc). The home patient (hp) stated that he disconnected in dwell 2 and did not reconnect until after the alarm sounded in drain 2. The technical service representative (tsr) explained that the supplies were compromised. The hp stated that he wanted to end therapy for the night. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood explanations, cleared the alarms, ended therapy and would call the rn. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the customer reported that the patient disconnected himself from the disposable set; line disconnection (without proper emergency disconnect procedure) during therapy is a known cause of se 2240 alarms. The assignable cause is use error. Use errors and proper user instructions are addressed in the homechoice apd systems patient at-home guide and related direction sheet. Baxter training manual and labeling provides ample instructions related to prevention of the suspected use errors.